Event description:
Delay of therapy during alarm condition reported. A pt was admitted to the emergency room with an unstable blood pressure of 70 by palpation. Orders were rec'd to start a dopamine drip to titrate to effect. "After connecting the dopamine drip (via pump) directly to the patient's IV site, and the pump was turned on, door/cassette alarms went off." During the alarms, which lasted for 5-6 minutes, the dopamine drip was run as a gravity IV. The pump was changed three times without resolution of the alarms, so the IV tubing was changed and then the infusion was resumed via the IV pump, and the pt was stablized. No pt harm was reported. Additional pt information was requested, but no other info was available. This report represents all the info known by the rptr upon query by abbott personnel.